Event description:
The surgeon reported that breakages occurred in scaphoid non-union fixations where the bone is sclerotic. While the screw progressed normally till the leading edge was inside the bone and when the ¿blue¿ end contacted the bone and resistance increased, the end of screw driver broke.

Manufacturer narrative:
Visual investigation revealed that the front part of the tip (hexagon) was broken and the fractured surface showed appearance of a forced rupture resulting from torsional and bending overload. The plastic deformation of the hexagon edge at the remaining flank pointed to the fact that too high torsional forces were applied in turn direction during application. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.

Event description:
The surgeon reported that breakages occurred in scaphoid non-union fixations where the bone is sclerotic. While the screw progressed normally till the leading edge was inside the bone and when the "blue" end contacted the bone and resistance increased, the end of screw driver broke.

Manufacturer narrative:
Currently the device has not been returned for evaluation. Internal investigation in progress but not yet complete. (B)(4): device not returned.